Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen had scratches on the screen. Customer stated they cannot read the display. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with cracked battery tube threads, cracked case battery tube, cracked case corner belt clip rails and minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted. (B)(4).